Event description:
Received a report from a consumer indicating while removing a tampon, consumer noticed a piece of the pledgot had separated. The piece was removed without incident. No injury reported.